Event description:
The user facility reported a 58-year-old male suffering from cardiogenic shock and cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that their bedside monitor/defibrillator had not been properly secured and fell from the tray onto the impella cable. The impella plug disconnected and resulted in a pump stop. The patient was subsequently taken to the operating room where the pump was removed and replaced with another impella 5.5 pump. There was no patient harm.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the pump stop issue was use related, as the impella cable got pulled apart causing the pump to stop as per the clinical description provided. This report is being filed as part of a retrospective review of historical records.